Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Upon visual evaluation, it can be noticed that the first implant appears to be fired whereas the second implant remains in place. The silicon sleeve remains in place with a bulged bump from the fired implant. There is no evidence of a missing part; therefore, we cannot confirm the complaint. Given the information provided by the customer, it is unclear how the first implant was released. A definite root cause could not be established. No nonconformances were identified for this part number, lot number combination per qlik query executed on 6/10/2019. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via email that prior to a procedure the omnispan meniscal repair 0 degree was brand new and the physician could not find the second needle part. Another product of the same type was used to complete the procedure. No consequences for the patient reported.